Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. Her blood glucose was unknown at the time of reporting. She was unavailable for troubleshooting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.